Event description:
Physical dictation " I suspect malfunction as evidenced by transient cerebrovascular episodes over the years, findings of mitral regurgitation and echocardiogram findings which have suggested thrombus formation".there was not an "event". This valve is not being used currentlydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.